Event description:
It was reported that this pacemaker had lost two years of battery life in a span of one year. The patient was in chronic atrial fibrillation (af). The boston scientific technical services (ts) explained from the diagnostic data analysis that the extra current drawn from the battery was due to the patient's chronic af and signal artifact monitoring (sam) algorithm. The ts advised for device reprogramming. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had lost two years of battery life in a span of one year. The patient was in chronic atrial fibrillation (af). The boston scientific technical services (ts) explained from the diagnostic data analysis that the extra current drawn from the battery was due to the patient's chronic af and signal artifact monitoring (sam) algorithm. The ts advised for device reprogramming. The device remains in service. No adverse patient effects were reported.